Event description:
Dealer states, front right caster is broken. No further details. Problem getting replacement casters, checking on availability and if part 1151514 can be used. Email in to cs parts spec called dealer at 6pm 09/24/2014 to return call , dealer closed.